Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a post-operative check, this right ventricular (rv) lead exhibited intermittent loss of capture and the patient required cardiopulmonary resuscitation. Upon interrogation, increased pacing thresholds were observed. A chest x-ray did not reveal any signs of dislodgment and the physician believed that the loss of capture was due to the patient's exit block. A revision procedure was performed and this rv lead was repositioned. No additional adverse patient effects were reported.